Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a leak from the tubing through triple pinch valve (vl53b). He replaced all the tubing through vl53b which resolved the leak and the error and the instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 5 ml from under the lh750 instrument. The leak was not contained within the instrument. The customer was troubleshooting r-flags on samples when the leak was observed. The customer stated that r-flags had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.